Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Healthcare provider reported patient is having difficulty with her interstim for a few months, unknown the specific months. Caller reports patient has tried all programs and currently at the last program, program 7. Healthcare provider reported patient indicated she would get improvement for a couple of days and than gets worse. Healthcare provider reported do not know if patient has turned the stimulation off. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received. The patient reported that her experience with the device has been sporadic at best, due to several factors, especially a urinary tract infection (uti) which caused the device to be completely ineffective. The patient has worked her way through most of the programs and recently returned back to program 5, gently moving up to 2.8 volts with moderate results. Have noticed in the past if increase is strong, there is pain in vaginal area. No further complications were reported.